Event description:
It was reported that foreign matter was found in the bd syringe with the luer-lok¿ tip. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "debris and foreign objects."

Manufacturer narrative:
H.6. Investigation: one photo and one loose 10ml syringe was received and evaluated. It was observed there was a black marking from a marker and a piece of clear tape on the barrel near a cloudy spot on the barrel under the flange. The cloudy spot appeared to be an imperfection on the syringe that did not affect the form fit or function of the device and was acceptable per product specification. The cloudy spot was a result of the normal molding process. Overtime a small amount of plastic build up or residue occurs in the mold causing this imperfection. It is remedied by polishing the mold and does not pose a risk to the customer. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd syringe with the luer-lok¿ tip. This occurred on 8 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "debris and foreign objects."